Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). See report for any product information received. Follow up with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Revision took place due to post-op infection. The surgeon removed the product in question and found the part where the weight had been loaded turned yellow. He suspected this discoloration might be due to oxidation and requests investigation for this discoloration and wear volume of the insert.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The received device was forwarded to depuy material science. A draft investigation form/template was utilized to document the evaluation and observations of the returned products as a pilot for the accuracy and effectiveness of a proposed standardized approach. The color of the returned insert is inconsistent with oxidation, however is consistent with lipid absorption. The returned device exhibits normal wear consistent with the length of time implanted. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.